Event description:
It was reported when using the bd pyxis medstation es system remote manager fridge was failed to open. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that helmer fridge was not detected on bus and could not be recovered. The field service engineer power down the fridge and then power back on to power cycle the fridge to resolve. The system functioned as intended after the field service enginee troubleshooted the device.